Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and blank display. Customer also stated that the insulin pump's buttons stopped working. Trouble shooting no was done for the display anomaly and they stated that the screen was not completely blank. Customer reported that the time on insulin pump was advancing. Trouble shooting was done for unexpected restart alarm. Customer reported that they were able to clear the alarm and rewound the insulin pump. Customer reported that after troubleshooting they received unexpected restart alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.